Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "runs intermittently" was confirmed and duplicated. The root cause was attributed to a loose patient controlled analgesic connector. The micro processing unit board was replaced to fix the problem. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump that runs intermittently. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further review, it was determined that this event involved a baxter ipump and not a baxter flogard pump. There is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.